Event description:
It was reported that about two months ago, the patient presented with a significant loss of urine. Upon attempting to use the artificial urinary sphincter, it was very difficult to cycle with no return of fluid in the balloon and no inflation of the cuff. No further patient complications were reported.